Manufacturer narrative:
H3 investigation performed on retained sample foron the same batch. Internal investigation consisted of batch manufacturing record (bmr) review and investigative testing. Review of the bmr for ortho sera anti-s product fd182m lot v259325 confirms this criterion was met: an end points of 1/32 - 1/64 was recorded with ss red cells with 4+ reactions recorded at neat. Specificity testing recorded results of 3+ positive results with ss red cells. All ss red cells under test generated clear negative reactions. Ortho sera anti-s product fd182m is manufactured from raw material anti-s item g182 which is procured from an approved supplier. Ortho sera anti-s product fd182m lot v259325 was manufactured from raw material lots q37632 and q37866 which both met incoming specification requirements. Investigational testing was performed on the retention product of ortho¿ sera anti-s product fd182m lot v259325 by our technical support team; please refer to the attached report. Testing was satisfactory with no anomalous results recorded; positive reactors generated the expected positive reactions and negative reactors generated the expected negative reactions. Our investigation has confirmed ortho sera anti-s product fd182m lot v259325 to be fit for purpose therefore this complaint is deemed unconfirmed. Alba biosicence reference number of this file is (B)(4). Event has been reported following sentinel event has been reported under MDR 3011683976-2023-00016.

Event description:
End-user reported false negative results for antigen typing of one donor sample using ortho¿ sera anti-s, product fd182m, lot v259325, expiry: 11may25 on the ortho vision performed using anti-igg card. Original result was negative, however, repeat testing using a competitor's method yielded a positive result. Negative reaction for s with ortho sera, but positive results by molecular and by tube testing (3 and 4+ reactions with other methods). Gel card image has been reviewed and confirmed negative result.